Event description:
It was reported that during a low anterior resection procedure, the doctor fired the gun blindly in an attempt to transect the lower bowel, to create a rectal stump. The gun is reported to have fired staples, but did not transect the tissue. Opened another device with positive outcome. Patient health good. Procedure prolonged 10 minutes.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.